Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding an implanted pump system for I ntractable spasticity. At the time of the report, the pump was used to deliver unknown baclofen 2000mcg/ml. Dose information was not reported. It was reported that, in (B)(6) 2022, a motor stall occurred due to magnetic resonance imaging. The pump recovered on the same date. At the time of the report, there were no active alarms and the patient was "okay". Additional information received from a manufacturing representative reported the MRI took place in october of 2021 and the pump recovered from the stall the same day. No further stalls or alarms were noted in logs after that date.

Manufacturer narrative:
H3. The pump was returned for destructive analysis and found c300/mdd pump/miscellaneous/failed lab dispense test/above spec. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.